Event description:
The customer reported the ac power module's solder joints inside keep failing. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module's solder joints inside keep failing. There was no reported pt involvement. The customer was sent a replacement ac power module to resolve the failure. The module was not returned for eval. This will be most consistent with a malfunction where the ac power module wires are pulled out that could prevent the device from powering up under ac power.